Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015 the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a type b dissection of the thoracic aortic artery. The day before, (B)(6), 2015 a bypass procedure of the left subclavian and common carotid artery was done. A final angiography showed that the uncovered part of the tge 404015 partial covered the innominate artery. The physician was not satisfied with the blood flow and decided to implant an uncovered balloon expandable stent (boston scientific) in the innominate artery and ascending aortic artery to push the uncovered part of the tge 404015 away from the gate of the innominate artery. The control angiography showed a good outcome. The second tge (454520) was implanted in descending aortic artery without any adverse effects. The patient was doing well following the procedure.